Manufacturer narrative:
The log file has been analyzed. It could be revealed that the reported reboot was limited to the cockpit, eg, the display and user interface while the ventilation was being continued during the whole ventilation episode. The reboot has occurred in consecution of an aborted suction maneuver. The device has posted several ventilation-related alarms during the following 1.5 hours which point to an unidentified leakage in the airway system outside of the ventilator. The alarms were acknowledged by the user before the device was switched to standby, finally. The device has been tested by a draeger fse in follow-up of the event without observation of a nonconformity. The manufacturer sees no correlation between the reboot of the cockpit and the patient's death as the ventilator has delivered gas as set.

Event description:
It has been reported that the device has rebooted and that the patient expired during the course of event.